Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result was due to having air in the lines due to a loose water bottle connection. After evaluating the system, the fse had to adjust the alignment of the aspirate probe. The instrument is operational. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaur cp troponin ultra result was obtained on a patient sample. The result was reported to the physician. Upon retest, the corrected result was reported to the physician. The patient was started on a heparin drip. There were no reports of adverse health consequences due to the discordant troponin ultra patient results.